Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate ii lvas and the reported dvt could not conclusively be established through this evaluation. The hmii lvas IFU lists peripheral thromboembolic events as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The IFU also lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device: 3 years, 7 months, 3 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that patient was admitted on (B)(6) 2018 through ER for painful and swollen right lower extremity (rle). Venous u/s showed non occlusive right popliteal deep vein thrombosis (dvt), inr was 13.6 at that time. On (B)(6) 2018 bilateral and arterial ultrasound were performed and no dvt was seen in patient arteries on venous study. Ultrasound of soft tissue was ordered. Tea color urine observed, haptoglobin stayed within limits,lactate dehydrogenase 334u/l; inr 6.7, coumadin was held. No further information was provided.